Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the cysto-nephro videoscope¿s insertion part bending rubber had foreign body. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that foreign material remained in the bending rubber because reprocessing could not be completed due to leakage at the insertion tube. Review showed the instruction manual had the relevant section for reprocessing: "chapter 7 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.